Event description:
It was reported that a malfunction alarm occurred displaying malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.